Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2018. At 9:00am, the patient was out shopping and when she checked the cgm it was displaying 80 mg/dl. The patient could not recall what happened after that and stated someone called the paramedics and when the paramedics arrived, they checked the patient¿s blood sugar and the bg meter was displaying 29 mg/dl. The patient was given glucose via intravenous (IV) therapy and her bg levels increased to 216 mg/dl and was advised to have something to eat. At the time of contact, the patient was doing fine. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.